Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010, a cardiovascular event on or about (B)(6) 2010 and a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated mdrs #1225714-2014-04623, 1225714-2014-04624, 1225714-2014-04625, 1225714-2014-04626, 1225714-2014-04627 and 1225714-2014-04628.